Event description:
It was reported that while tightening the last screw at s1 during a spinal procedure, the tip of the spherical screwdriver broke off inside of the screw and could not be removed. No patient injury was reported. The procedure was finished without further complications.

Manufacturer narrative:
(B)(4): the information related to this event does not appear to match the instrument returned. The driver returned is not a ball-ended driver, and the tip is broken. A review of all documents included in the DHR did not identify any applicable non-conformances to specification or deviations in procedure. It is visually confirmed that the driver is not broken. Driver hex corners at interface portion of tip are rounded. Hardness of driver is within print specification.